Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction peeled cement on objective lens, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope , had a peeling cement on objective lens. There was no patient involvement.